Manufacturer narrative:
The initial report was incorrectly submitted under the wrong location and will be corrected under new MFR ((B)(4)).

Event description:
The initial report was incorrectly submitted under the wrong location and will be corrected under new MFR ((B)(4)).

Manufacturer narrative:
(B)(4). G2. Report source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 7 months after a hip replacement, the patient experienced a revision surgery due to loosening/malalignment stem. Diligence is completed and additional information on the reported event is unavailable at this time.